Event description:
It was reported patient underwent surgical intervention on (B)(6) 2024 during which the ipg was explanted and replaced. Therapy was restored post-op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event is consistent with the battery reaching end of life.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient's ipg had reached end of life. Surgical intervention may be pending to address the issue.